Manufacturer narrative:
Date of event is estimated. The primary UDI number is unknown as the part and lot number were not provided in the literature. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of pseudoaneurysm and medication are listed in the electronic proglide instructions for use (IFU), as potential adverse events of use of the device. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: ¿safety and effectiveness of a sequential suture and plug vascular closure devices technique for large-bore access closure after percutaneous endovascular aneurysm repair".

Event description:
This study documented the results of percutaneous endovascular aneurysm repair (pevar) procedures using proglide and non-abbott devices to close the common femoral artery. The intention of this study was to determine the safety and effectiveness of using one proglide and one non-abbott device together to close large bore holes during pevar procedures. All proglides were successfully deployed and achieved hemostasis; however, one patient had a pseudoaneurysm, which required treatment with medication and prolonged hospitalization. The article concluded that using a proglide and a non-abbott device is a safe and efective method for access closure. Specific patient information is documented as unknown. Details are listed in the attached article, "safety and effectiveness of a sequential suture and plug vascular closure devices technique for large-bore access closure after percutaneous endovascular aneurysm repair"